Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door had become non-functional. A field service engineer effectively replaced the latch and reconnected the row board cable of the door to resolve the issue. The system functioned as intended after the field service engineer had troubleshot the device. A technical service specialist confirmed that there had been a delay in dispensing medication to the patients.

Event description:
It was reported that when using the pyxis medstation es system, experienced door failure. The customer reported that the user was able to remove the medication from another station. There were no adverse events or injuries reported based on this event.